Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. During the index procedure, the patient had two taxus express2 paclitaxel-eluting coronary stents placed; taxus express2 3x20mm was implanted in the distal right coronary artery (rca) and another taxus express2 2.75x16mm was implanted in the left circumflex (lcx) at the third obtuse marginal branch (om). Lesion characteristics and procedure details were not provided. Approximately twenty two months post-procedure, the patient experienced chest pain. While driving to the emergency room got in a vehicle accident and was transported to the emergency room. Medications at the time of the event: nifedipine xl 60mg at the bedtime (discontinued after event), benicar 25mg/day (discontinued after event), crestor 10mg/day, aspirin 325mg/day, fish oil 2 caps twice daily, metoprolol 12.5mg twice daily, nitroglycerin 0.4mg sublingual as needed for chest pain and multivitamins. It was reported that plavix was believed to be discontinued in 9 months prior to the event. While in the ER acute inferior myocardial infarction (mi), st elevation in avf and st depression in the avl were observed. The patient was emergently brought to the cardiac catheterization lab (ccl). Medications administered included angiomax, reopro, nitro, plavix and aspirin. Angiography showed 100% thrombotic occlusion in-stent thrombosis of the stent previously placed in the distal rca. A non-bsc guidewire was advanced to the lesion and then a ranger 2.5x20mm balloon was advanced and positioned across the lesion. The balloon was inflated to 6 atms for 22 sec and then removed. Intravascular ultrasound was advanced across the lesion and then removed. An nc ranger 3.0x15mm balloon was advanced and positioned across the lesion. The balloon was inflated to 8 atms for 30 sec, 8 atms for 30 sec, 14 atms for 30 sec and then removed. Next, a taxus express2 paclitaxel-eluting coronary stent (over the wire) 3.0x32mm was advanced across the lesion and deployed at 12 atms for 35 sec. The stent delivery system was removed and a nc ranger balloon 3.0x15mm was advanced across the lesion site. The taxus express2 stent was post dilated at 15 atms for 30s ec, 18 atms 30 sec, 18 atms for sec and the removed. Timi flow 3 was observed and no residual thrombosis was observed. Reopro was administered for 12 hours post-procedure and angiomax was completed. The patient was prescribed plavix at 12 months post-procedure and aspirin for life. Prinivil 10mg twice daily was started and crestor was increased to 20mg/day. No further patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedure complications as this event is a known physiological effect of the procedure and is noted within the dfu.